Event description:
Event description: it was reported that during treatment of a calcified lesion in the left carotid artery using the paladin percutaneous transluminal angioplasty iep sys, difficulty was noted during deployment. Artery diameter reported as 4-6 mm. A non-medtronic (silk road tcar) sheath and a 90 cm 014 non-medtronic (silk road) guidewire were used. The vessel was pre-dilated with a non-medtronic (silk road tcar) balloon. The vessel was post-dilated with the 5x30 mm paladin pta iep device. It was reported that the thumbwheel that opens and closes the filter was not functioning properly, and the physician was not able to fully deploy the filter. The physician used the paladin balloon to post-dilate the lesion without opening up the filter. The device was safely removed from the patient. No patient complications have been reported as a result of this event. Investigation: the product was not returned, therefore an investigation into the actual product could not be performed. A review of the lot history record (lhr) was conducted. No manufacturing deviations, processing anomalies, or quality issues were identified that could have contributed to the reported inability to deploy the filter. Conclusions: the exact cause of the alleged reported inability to fully deploy the filter can not be determined. This MDR report is being filed as a conservative measure.